Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that there was an accuracy issue with the large volume pump, and that the pca pump gave too little morphine to the patient. Although requested, further information was not provided.

Manufacturer narrative:
The customer¿s report that the pca pump gave too little morphine could not be confirmed or replicated during this investigation. Sample inspection: the inspection process performed on pca module sn (B)(6) found it to be in fair condition. Log analysis results: a review of the pcu event log prior to the reported event date and time shows on (B)(6) 2020 at 11:55 am, pca module sn (B)(6) was reprogrammed to infuse a prior infusion of .morphine pain pump 10 kg to 14.9 kg (drugid 85) for 1 mg/1 ml pca dose only with a lockout interval of 12 minutes. The syringe volume was noted as 30.8829 ml. Further activity until the first reported event time of 11:35 pm shows dose requests completed (previous one at 10:38 pm) and a number of patient history and volume infused being cleared with volume infused being cleared as the last activity. The syringe volume remaining was noted as 9.8829 ml. Approximately one hour later at 12:36 am on (B)(6) 2020, a dose request was completed. The syringe volume remaining was noted as 8.8829 ml. Further review of the log shows at the second reported event time of 1:30 am, the volume infused was cleared along with the following: dose requests completed, patient history/volume infused cleared, and reprogramming of same drug until the pca was powered off at 6:31 am. No further infusion was noted from the pca module device. The total volume infused during this time period was recorded to be 30 ml. Test results: functional testing was performed with the pca module sn (B)(6), pcu sn (B)(6), and a lab ims 30 ml syringe. Performed user keystrokes taken from the event log to program a pca only infusion for drug medication .morphine pain pump 10 kg to 14.9 kg 1 mg/1 ml (drugid= 85) with lockout interval of 12 minutes. The dose requests infused and completed as expected. Additional testing performed using asm v10.33 barrel clamp accuracy, plunger force accuracy, and plunger position accuracy confirmed the source pca module¿s functional accuracy was within specifications. The root cause of the customer¿s report that the pca pump gave too little morphine could not be identified in this investigation. Device history review: a review of the pca device history record showed the device had a manufacture date of 11/19/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record and sap was performed for s/n (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the pca (patient controlled analgesia) pump gave too little morphine to the patient. The pump was programmed for morphine 30mg/30ml (1mg/1ml); bolus dose 1 mg, lockout 12 minutes, continuous 0mg/hr. It was noted at 2335 on (B)(6) 2020 the pump indicated the volume to be infused (vtbi) was 10.0ml. Then at 0130, the volume to be infused (vtbi) was 9.03ml. There was no patient impact.

Event description:
It was reported that the pca (patient controlled analgesia) pump gave too little morphine to the patient. The pump was programmed for morphine 30mg/30ml (1mg/1ml); bolus dose 1 mg, lockout 12 minutes, continuous 0mg/hr. It was noted at 2335 on (B)(6) 2020, the pump indicated the volume to be infused (vtbi) was 10.0ml. Then at 0130, the volume to be infused (vtbi) was 9.03ml.there was no patient impact.

Manufacturer narrative:
Additional information added to: a1, a3, a4, b3, b5, d11, g3, h6 patient code, h10. Patient diagnosis: acute pyelonephritis. Although requested, a2 was not provided.

Event description:
It was reported that the pca (patient controlled analgesia) pump gave too little morphine to the patient. The pump was programmed for morphine 30mg/30ml (1mg/1ml); bolus dose 1 mg, lockout 12 minutes, continuous 0mg/hr. It was noted at 2335 on (B)(6) 2020 the pump indicated the volume to be infused (vtbi) was 10.0ml. Then at 0130, the volume to be infused (vtbi) was 9.03ml. There was no patient impact.